Event description:
It was reported that cables and sensors suddenly stopped working and provided no readings. Customer reported that no error message (s) appeared on monitor. These devices were replaced with new sensors/cables. No pt info available.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the sensor was found to have an open connection on diode 16 at the solder joint assembly between the emitter assembly and flex cable. When tested with a known good cable and radical-7 device, the "sensor off pt" error message displayed. There were no audible or visual alarms. A svs history record review reveals that this unit was in the field over one year with no previous reported issues prior to this reported event.